Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported impact to the customer¿s blood glucose level as the impact was unknown or not disclosed. The customer was assisted by technical support with resetting the pump, the malfunction did not recur, and the customer was informed to continue using the pump while being instructed to call back if the issue reoccurs.